Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 412 mg/d, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump was working as designed and to monitor insulin pump. Customer reports that fill canula was never set back to 0.5 after last call. Setting was readjusted. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.